Manufacturer narrative:
(B)(4). A device and service history review performed with no issues noted.

Event description:
This is a report from a home patient (hp) that was hospitalized that had fluid leak into their pleural cavity. The hp was hospitalized for over a month and spent a week in the intensive care unit after the fluid was withdrawn from their lungs. The hp has recovered and had been transferred to hemodialysis. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. Date of event: unspecified date in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. Date of event: unspecified date in (B)(6) 2013.